Event description:
Event description guidant received information that this coronary sinus lead dislodged from the desired cardiac anatomy. The lead was removed from the patient. When the physician prepared to implant a replacement lead, a coronary vessel was perforated with a nonguidant guidewire. The procedure was abandoned and no coronary sinus lead has been implanted.